Event description:
According to the reporter: the instrument jaws did not open after firing and staples were not formed completely. The anvil was stated to have bent. The jaws were opened by force. Additional tissue was resected and surgery time was extended by more than 30 mins. There was no adverse blood loss or extension of the incision.